Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed. A root cause of the complaint was not determined. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 4 of 5. The technical service representative (tsr) explained the alarm to the home patient (hp)?s caregiver (cg), assisted to clear the alarm and advised to finish with manuals. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the cg regarding the reported problem, it was revealed that the cg had no idea how the air might have entered the lines. The cg did not note anything unusual with the supplies at use that night. The nurse was not notified of the alarm. Per the cg, the hp was continuing therapy without any other complications. No further information was provided. There was no injury or medical intervention reported. During further follow-up with the nurse regarding the alarm, it was found that the nurse was not aware of the problem. The nurse would follow up with the hp regarding the alarm. No further information was provided. There was no injury or medical intervention reported.